Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the programmer was analyzed and no anomalies were found. The software was updated and then the programmer passed final testing. (B)(4).

Event description:
It was reported that the programmer was turned on after connecting power. The programmer then had no reaction after the indicator light flashed. The programmer was returned for servicing. There was no patient involvement.